Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 98% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 1.5 x 12 mm unspecified balloon catheter. When deploying a 3.0 x 18 mm xience prime, a proximal edge dissection occurred. A 3.0 x 12 mm xience prime stent was used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.